Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed in the logs; however, no failure was identified. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred during the load process. The user reported a blood glucose level of 75 mg/dl. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
The different issue found in the logs was an alarm 1. Troubleshooting revealed that device passed final functional test and no failure was identified with the alarm 1.